Event description:
The physician was treating a lesion in the lad which was calcified and tortuous. The lesion had been pre-dilated prior to the attempted placement of the endeavor resolute stent however it was reported that the stent could not cross the lesion. The device was removed with no patient injury reported. Evaluation summary: the stent delivery system was returned for evaluation. The distal tip was flared. Multiple struts from the 6th proximal stent segment were raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (calcified and tortuous lesion). Deformation problem (stent deformed in vivo during positioning). Evaluation conclusion: known inherent risk of a procedure (stent deformation) . Device failure related to patient condition (calcified and tortuous lesion) dissection. (B)(4).